Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09/23/2019.

Event description:
The customer reported that the touch screen is faulty. The customer reported that the unit was in use on patient , but there was no patient harm reported.

Manufacturer narrative:
Date rec'd by MFR: 30oct2019. Date of report: 10dec2019. The touch screen issue will be replaced. The determination could not be made that the device failed the specifications. No relationship could be investigated since no product was returned for evaluation. The complaint will be reopened if a sample is evaluated or if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.